Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to a usage stress, external factors, or handling. However, a definitive root cause could not be determined. During inspection and testing, the reported issue (pinhole on bending section cover) was confirmed and found to be caused by external factors. It was observed there a leakage due to a pinhole. In addition, service found the insertion tube was crushed due to external factors. There was a leakage from the digital camera, and the cross/ok/menu buttons due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a pinhole on the bending section cover of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion tube was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off). Additional details were requested regarding the reported event; however, no further information was available.